Event description:
The manufacturer received information alleging a ventilator's lcd screen was damaged and unable to be read. There was no harm or injury reported. During the evaluation of the device, the customer's complaint was confirmed. The lcd board needs to be replaced to address the issue. No repairs were performed. The device was scrapped.